Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found some minor scratches on cover otherwise the unit appears to be in good condition. Functional evaluation found that all the knobs and switches appear to function properly. An electrical test was performed and was found within all test parameters. The complaint that the device ¿monopolar coagulation setting output is pulsed during a case and the unit is out of tolerance¿ could not be confirmed. The unit passed the endostat iii return evaluation procedure. All connections inside the unit were checked and wires were manipulated while the power was activated in both the bipolar and monopolar modes and no problems were found with the unit. The unit showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that no deviations were found during original manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the colon during a colonoscopy with snare polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the generator power output was pulsating and output reading was high on calibrated esu 2400. The outputs were noticed to be out of range during testing. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the colon during a colonoscopy with snare polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the generator power output was pulsating and output reading was high on calibrated esu 2400. The outputs were noticed to be out of range during testing. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.